Event description:
The customer stated that she was hospitalized for high blood glucose levels over 800 mg/dl. Prior to the event, the customer changed the infusion set twice. The customer stated that after being released from the hospital, she changed the infusion set and the next morning her blood glucose reading was 598 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.